Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hysterectomy, the surgeon clipped an artery and the jaws locked on the vessel. The surgeon was able to manually remove the device from the tissue without damage. Another clip applier was used to complete the procedure. There was no adverse consequence to the patient reported.